Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings:a review of the pump black box data revealed a cs 054 and cs 052 call service alarm. No call service alarms were duplicated during investigation. The pump case was removed and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.